Event description:
End user alleges, while sitting in the motorized wheelchair with the powered turned on, she reached for an item, and unintentionally bumped the joystick causing the motorized wheelchair to run into a vending machine. Allegedly, as a result of the incident, the end user injured her toe and subsequently required surgery.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The motorized wheelchair performed as intended when field inspected. End user reports sitting in the power wheelchair with the unit powered on while reaching for an object. The owner's manual warns, "always ensure that the unit power is off before: bending, leaning, adjusting clothing while seated".